Event description:
It was reported that during a da Vinci-assisted robotic hysterectomy and cervico-sacropexy procedure, the Fenestrated Bipolar Forceps (FBF) instrument jaw/blade fractured in half and partially detached from the instrument shaft following a collision with a properly functioning Monopolar Curved Scissors (MCS) instrument. The detached jaw did not fall into the abdomen, as it remained supported by the opposing intact jaw. A fragment was retrieved from the patient during the same procedure using laparoscopic forceps. The FBF instrument was inspected preoperatively and found to be functional. All fragments were retrieved intact, no imaging was required, and the procedure was completed robotically with an approximately 15-minute delay.

Manufacturer narrative:
The Fenestrated Bipolar Forceps instrument has not been received for failure analysis evaluation.